Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one denali femoral filter delivery system without the dilator was returned for evaluation. The introducer sheath was returned cut approximately 10.2cm from distal portion of the hub. The y-body was disconnected from the storage tube. The storage tube was attached to the proximal segment of the introducer sheath. The delivery catheter was inserted inside the proximal sheath segment. The distal portion of the pusher wire was slightly bent. Slight skiving was found on the proximal introducer sheath segment (just distal of the hub). Skiving was found inside the storage tube. The pusher catheter was kinked approximately 29cm from the proximal end of the handle. The distal introducer sheath segment was kinked approximately 22cm from the distal tip. It is unknown how or when the kinks occurred as it was not reported by the user. The returned filter exhibited all 6 arms and 6 legs which were present and intact. No other anomalies were identified on the returned device. Functional/performance evaluation: heat was applied to the filter and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the investigation is confirmed for failure to advance as skiving was found along the proximal end of the introducer sheath and inside the storage tube. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if patient and/or procedural factors contributed to this event. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the vena cava filter became stuck inside the deployment sheath during advancement; no attempt to deploy the filter was made. The filter system was exchanged for a new filter system that was deployed successfully. There is no reported patient injury.